Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), intended for use in treatment, had a leadscrew nut issue, where it unthreaded from the drill carrier prior to a procedure on (B)(6) 2017. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. Using a moderate amount of force, the leadscrew nut could be unthreaded from the drill carrier/snap lock assembly. The root cause of this issue was found to be supplier / raw material fault. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.

Event description:
It was reported that the handpiece had a difficult time retracting, for that reason, the handpiece was put it through a test on the admin screen and that loosened up the gears and they worked properly after that. After the case, the handpiece was inspected and was found that the black plastic piece connected to the snaplock mechanism was able to be unthreaded a bit. Results of investigation have concluded that the snaplock has incorrect dimensions, which makes it a reportable event.